Event description:
Revision completed due to loosening. Patient started to complain of pain after initial surgery. Upon further investigation it was determined that the tibial component was loose. Surgeon also suspects the femoral component may have been over sized, and that the patella was over stuffed. All components were revised to an attune revision. Cement for the primary tkr was smartset gmv (included in the impacted product section of this report). Doi: (B)(6) 2017; dor: (B)(6) 2022; right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All available x-ray evidence were reviewed and does not shows the implant loosening condition reported. Based on the provided information, neither a defect or malfunction can be established which could contribute to the reported event, therefore, the allegation is not confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.